Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a out of range impedance alert for the right atrial (ra) lead. The unipolar impedance for the ra lead was noted to be low. The lead remains in use. No patient complications have been reported as a result of this event.